Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: can you please clarify, when the "the firing knob could not be returned to the home position." How was the device able to be removed off of the tissue? The device did not cut and staple the tissue, removed the device as these was gap between the jaw and tissue. Were the device jaws eventually able to be opened? No or did the device have to be cut off of the tissue? No.

Event description:
It was reported that during the distal gastric cancer surgery, when severing the duodenum, could not fire and the firing knob could not be returned to the home position. Another device was used to complete the surgery. There were no adverse consequences to the patient.